Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Some information was not provided and is unknown; therefore, a complete UDI cannot be provided.

Event description:
It was reported that the ventilator circuit disconnected while on a patient. There was no patient harm reported.

Manufacturer narrative:
UDI# was corrected to the complete UDI and mfg date has been added. The device was sent back to zoll for examination. The log files were pulled from the device and the reported issue was confirmed during log file review. A known good circuit lung was connected, and upon restarting in normal mode, the customer settings were documented. The device showed no errors, and no alarms were activated; no circuit disconnection was noted. The unit was allowed to operate for 17.5 hours, during which no problems or faults were detected. The reported issue was confirmed through the device logs, however; it was unable to be duplciated during testing.